Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Inflammation and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Each reported event is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Reportedly, the patient underwent a right eye procedure (od) and presented with hyphema characterized as grade ii (1/3 ¿ ½ ac vol.) Associated with elevated iop which resulted in loss of vision. A corneal blood staining and inflammation were also observed, and the surgeon was unsure of the cause. In addition, the report also noted that the patient needed revision of tube and orphan trabeculectomy. The patient most recent prognosis was reported as ¿ongoing/persistent¿.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and elevated iop are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented on postoperative day one (1) with a hyphema associated with elevated intraocular pressure (iop). Per report, the surgeon was able to clear the coagulated hyphema postoperatively and the hyphema resolved. Subsequently, a tube/trab surgery was performed to address the persistent iop increase, and the most recent patient''s prognosis was reported as "iop under control". Additional information has been requested.